Event description:
Per court document received, patient underwent a shoulder procedure and a stryker painpump was placed for post operative pain. Teh patient now alleges they have chondrolysis.

Manufacturer narrative:
The original surgery date is estimated, as it has not been provided. The 510(k) cannot be identified without information on the device used. The device was not returned for evaluation.